Event description:
The rotator broke during angiography. No harm or injury reported.

Manufacturer narrative:
Device eval: the device eval has not been completed. A review of the device history record did not reveal any exception documents. Eval method: device history record was reviewed. Conclusions: a f/u report will be submitted when the device eval has been completed.